Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that, after a thr was performed on (B)(6) 2019 the patient presented recurrent dislocation. Therefore, a revision surgery was performed on 23-feb-2022 in order to treat this adverse event, in which the oxinium fem hd 12/14 32mm -3 was removed and replaced with a new oxinium femoral head. The primary synergy stem was left in-situ. The surgeon does not blame the implants. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device was found to be scratched and damaged along its surface, likely from the explantation process. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that it was reported that a revision surgery was performed due to recurrent dislocation. The photos were reviewed, and visual inspection of the returned device noted, damage along base, likely from the event of the dislocation or the removal of the device from the patient; however, without supporting medical documentation, a thorough medical assessment of the clinical root cause of the dislocations cannot be performed. In the event additional medical/clinical records are received, the clinical task may be reopened, and a thorough assessment will be rendered at that time. It is noted, the surgeon does not blame the implants. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.